Manufacturer narrative:
The subject device return follow up is in progress. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through patient implant registry that a patient with a 25mm 11500a aortic valve implanted for 2 year 2 months underwent redo aortic valve replacement due to unknown reasons. A 25mm 11500a aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was reported through patient implant registry that a patient with a 25mm 11500a aortic valve implanted for 2 year 2 months underwent redo aortic valve replacement due to enterococcus faecalis endocarditis. A 25mm 11500a aortic valve was implanted in replacement. The patient was discharged home on pod#19. Per medical records: the patient was admitted with malaise, fatigue and night sweats and was diagnosed with aortic valve endocarditis. A pre op tee showed a few vegetations on the ventricular side of the aortic leaflets. Al was trace, mr was 1 +. The aortic prosthesis was well seated with no paravalvular communications. After debridement there were two deep abscess cavities in the left sinus annulus with relatively deep erosion extending from the left side of the right sinus annulus to the left-non commissure. The valve was functioning well but had extensive sessile vegetations on the ventricular side of the leaflets and annulus. A post op tee showed lvef similar to pre op. The aortic valve pathology showed acute inflammation, consistent with endocarditis. His course was complicated by c/b cerebral emboli with right posterior temporal infarct. Post-op course c/b hypotension, bradycardia and av block requiring CPR and cardioversion of subsequent ventricular tachycardia. S/p pacemaker on pod #16.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Corrected data: based on the new information received, this event is no longer considered reportable.